Manufacturer narrative:
The loss of trendelenburg/reverse trendelenburg has the potential to cause serious injury or death. The technician cleaned the trendelenburg box and adjusted the limit switches in order to resolve the problem.

Event description:
The trendelenburg/reverse trendelenburg would no longer function on this bed. The bed was in preventative maintenance at this time and there was no pt involvement.